Event description:
Pt received approx 400ml of fluid over apporx 3-4 hours. Pump delivery rate was set at 85 ml/hr. Customer reported that the tubing was dislodged and expressed concern about the possibility of free flow. Pt expired aspirated fluid. Pt expired at 10:10 pm in 2004. Cause of death unknown.